Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon called the sales rep to state he did a revision surgery on a patient due to trunnionosis/trunnion failure. Trunnion was worn down to a pointy tip.